Manufacturer narrative:
On 16 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: hip revision surgery 5 years after primary tha in (B)(6) woman due to aseptic loosening. Radiographic images provided show the presence of radiolucent lines in zone 1 and signs of stress shielding. Aseptic loosening is a possible literature described mid-term adverse event after tha. The reason of this failure can't be determined. Batch review performed on 26 june 2017. Lot 112819: (B)(4) items manufactured and released on 03 october 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On 27 june 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the images were analyzed; the stem was without particular signs, with a coating totally absorbed that shows a good osseointegration with the femur. Some signs was present both in the amistem and in the head, probably occurred with the use of the electrocatheter. From the received images it is not possible to determine a route cause of the event.

Event description:
Revision due to stem loosening; the stem was explanted easily during the revision surgery. Surgery completed successfully. X-rays are available, explants are not available.